Event description:
It was reported that during the customer flight crew's daily checks, it was discovered that the cardiosave intra-aortic balloon pump (iabp) unit's pop-up monitor mount on the console was not functioning. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue, and found that the pop-up mount was hardly deployable even with hand manipulation which would ultimately prevents from providing patient therapy. The fse identified old lubricant and debris on pop-up mount shaft, and therefore, replaced the pop-up mount. The fse then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during the customer flight crew's daily checks, it was discovered that the cardiosave intra-aortic balloon pump (iabp) unit's pop-up monitor mount on the console was not functioning. There was no patient involvement, and no adverse event reported.